Event description:
A customer reported while using a glidescope core 15-inch fhd monitor during an intubation, the image went dark. The issue was fixed by unplugging the laryngoscope and then it worked. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core smart cable used during the reported event. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the reported monitor to verathon's test equipment, the display intermittently loses the entire image and no user interface is visible. The issue was isolated to a faulty printed circuit board assembly (pcba). The monitor failed verathon's device functionality testing. Next, when evaluating the returned smart cable with verathon's test equipment, it intermittently produces a split image when manipulating the cable near the hdmi connector. The smart cable passed visual inspection but failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the monitor's pcba was replaced and the monitor was returned to the customer along with a replacement smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.